Event description:
The facility initially reported an infusion pump with failure code 810. It was unk when the event occurred. Additional info obtained from the facility on 07/28/2009 determined that the failure code occurred during a pt infusion of intravenous fluids. The infusion stopped when the failure code occurred, and the nurse swapped out the pump and continued the infusion. There was no pt injury or medical intervention required. No additional information is available. This incident involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
Evaluation summary: the customer reported condition of an interruption of pt therapy associated with failure code 810 was confirmed during product eval. A review of the event history determined that the reported failure code was actually 810:03, and was caused by a faulty air in line printed circuit board (ail pcb). The ail pcb was replaced to fix the problem and the pump was returned to the customer fully operational.